Event description:
The reporter stated that while showing the instrument to someone, reporter was running their fingers over it and noted a crack in the insulation. Another nurse reported she did not believe this item had ever been used.